Manufacturer narrative:
This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. The device history and design reviews show that the design was within specification. Based on the investigation results, visual analysis of the product, and the information provided by the customer, no specific root cause could be determined. When a fracture of an encode zirconia abutment is observed at or adjacent to the mating hex, or boss, the root cause of the fracture is related to the design of the hex and boss connection features, and the screw access hole.

Event description:
Doctor indicates fracture of the bellatek® zirconia encode abutment.